Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with a "stop" button that does not work and requires the machine to be turned off to work the rest of the buttons. It is unknown when this event occurred. The facility representative stated that there were no reports of patient injury or medical intervention. No additional information is available. The software version for this device is currently not known.

Manufacturer narrative:
The device has been received for evaluation. A follow up report will be filed upon completion of the evaluation or if any additional information becomes available. (B)(4).